Event description:
Additional information received stating that in the surgeon¿s opinion product did not contribute to the event. Capsular compromise caused the event. The patient's issues resolved.

Manufacturer narrative:
Additional information was provided in a1, a2, a3.a, b3, b5, b6, b7 and e4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens implant procedure, lens was explanted due to lens subluxation. The lens was exchanged with an unknown monofocal intraocular lens after the initial implant procedure.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Additional information: the surgeon determined that the subluxation of the lens was due to capsular compromise and not caused or contributed to by the product. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as surgeon determined that the subluxation of the lens was due to capsular compromise and not caused or contributed to by the product. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).